Event description:
It was reported that the pt underwent a parotidectomy procedure. Three hours post operative the pt presented with intense edema and hematoma at the location of the surgery. Pt required another surgery to change the drain.